Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 2.3, repeat inratio: 3.62. Date: (B)(6) 2010, inratio: 2.4, repeat inratio: 4.83. Date: (B)(6) 2010, inratio: 2.4, repeat inratio: 2.4. Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.